Event description:
A report was received that the patient's ipg is protruding slightly through her skin due to patient loosing weight (not device related). The physician advised patient to place adhesive over the ipg pocket. No further action will be taken at this time due to patient having non-device related issues.

Event description:
A report was received that the patient's ipg is protruding slightly through her skin due to patient loosing weight (not device related). The physician advised patient to place adhesive over the ipg pocket. No further action will be taken at this time due to patient having non-device related issues.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg is protruding slightly through her skin due to patient loosing weight (not device related). The physician advised patient to place adhesive over the ipg pocket. No further action will be taken at this time due to patient having non-device related issues.

Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision procedure due to the location was uncomfortable for the patient. The physician buried the ipg deeper and the patient is reportedly doing well.